Event description:
It was reported that during a da vinci hysterectomy procedure, the customer experienced multiple recurrences of system error codes #20008. The surgical staff was able to clear the fault by restarting the system, however, the fault recurred. The pt was under anesthesia for approximately 1.5 hours when the site converted to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error codes #20008 and #21008 were experienced by the customer and were associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system error codes #20008 and #21008 functioned as designed and there was no injury to the pt. The davinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put davinci in a "recoverable safe state." The ecm were returned to isi for failure analysis investigation. Engineering eval found that an axis motor encoder assembly had malfunctioned, thus generating the system errors experienced by the customer. As of 2008, there have been no reported recurrence of the issue at this hosp.